Event description:
It was reported to boston scientific corporation that a spyscope ds ii was used in the bile duct during an electrohydraulic lithotripsy (ehl) procedure performed on (B)(6) 2022. During the procedure, there was a blackout from the screen while performing lithotripsy. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. Additional information was received on october 19, 2022: it was reported that there was no alleged malfunction against the spyscope ds ii.

Manufacturer narrative:
Block h10: it was reported that there was no alleged malfunction against the spyscope ds ii. Block h11: correction: block g4 (premarket / 510(k) #) has been corrected.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a spyscope ds ii was used in the bile duct during an electrohydraulic lithotripsy (ehl) procedure performed on (B)(6) 2022 . During the procedure, there was a blackout from the screen while performing lithotripsy. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.